Event description:
It was reported that after a total gastrectomy procedure, that there was a leak, one week post operatively. During the initial surgery, the device functioned as intended. A leak test was performed and no leaks were detected. A re-operation was performed and the surgeon found that half of the anastomosis site was opened. Staple line and cut line were not in a concentric fashion. A re-anastomosis could not be performed. They will be observed. The patient remains in the hosp to ensure site has healed properly.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.